Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report

Event description:
On january 27, 2026, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system indicated transient optical instability. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the update. System reinitialization occurs as part of the upgrade process and is intended to facilitate faster signal stabilization. The user successfully located and completed the firmware upgrade and associated next steps. Customer care reviewed proper calibration practices with the user, including the importance of entering true fingerstick bg values and calibrating when glucose levels are stable, if possible. The user was advised to continue using the system as instructed. Per data management system review, the system was current with active use at the time of complaint closure.